Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection reported a damaged outer case. The functional assessment found no faults with the device alarm system. We have not been able to establish a relationship between the device and the event reported. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. It is noted within the complaint that the noise created by the device alarm was found to be uncomfortable. The alarms are in place to detect a fault and to ensure the safety of the user, these are a normal function of the device. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Complications during treatment have been reported for this failure mode, such as use of an alternative or competitor device to complete the procedure. As a result, this malfunction may necessitate an alternative treatment if the malfunction were to recur. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function. This event is considered reportable pursuant to 21 c.f.r. 803.

Event description:
It was reported that the console was being used for the treatment and the 'full canister' alarm was triggered several times. Canisters, dressings and console were changed several times. The therapy is in progress but the noise is unpleasant for the patient. The repeated changing of consumables is also painful for the pharmacy and the nursing staff. No harm or injury reported.